Event description:
It was reported by the manufacturer's representative that the balloon would not deflate. The physician tried removing all the air and cutting off the valve. He pulled the balloon and catheter back into the ra (right atrium) and overinflated the balloon until it burst. No patient complications were reported as a result of this event.

Event description:
It was reported by the manufacturer's representative that the balloon would not deflate. The physician tried removing all the air and cutting off the valve. He pulled the balloon and catheter back into the ra (right atrium) and overinflated the balloon until it burst. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: analysis could not determine why the balloon would not deflate. Because the balloon was cut, it could not be inflated. Since it could not be inflated, it could not be determined as to why it would not deflate, as initially reported.